Event description:
A us distributor returned a monitor and reported a service code 204.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to multiple contaminated components board being shorted. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.